Event description:
It was reported that capture could not be obtained during implant of the left ventricular lead. Multiple vessels were tested. Capture was possible in one vessel with high output settings. The lead was removed and the physician opted not to implant a bi-ventricular device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.